Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that at the beginning was really helping the patient but few months after any program really help her. The programming was changed few time but nothing helped. The device worked but is not effective in their case. The device remains in use for future planning to be removed may be in (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's therapy was not working for their symptoms and they had incontinence, had to pee, and stated their symptoms were so bad. Patient wanted to increase amplitude but was unable to per the 'turn ins on screen'. Patient's stimulation was off, so they were assisted in turning stimulation on and they were able to feel stimulation. It was noted that patient's ins was turned off for an unrelated MRI but it was turned back on. Patient noticed they were using the 'ins off' button to try to connect to their ins, so it was reviewed to use the sync button. Additional information was received from the patient. It was reported that the incontinence was so severe, the device did not help them that much. Additional information was received from a consumer. It was reported that the device doesn¿t really work, so the patient was planning to remove it. No further patient complications are anticipated or expected as a result of this event.